Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 4.3mm. They loaded the device and set in saline bowl. Noticed the seal had unraveled. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Correction: the correct date in follow up 1 is 12/05/2018 and not 10/05/2018.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 4.3mm. They loaded the device and set in saline bowl. Noticed the seal had unraveled. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 4.3mm. They loaded the device and set in saline bowl. Noticed the seal had unraveled. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4).